Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit or the operation of the foot pedal accessory. Although the field service noted no issues found, he noted the sound notification for the irrigation enabled was at the off position and advised the staff and surgeon. The surgery center took the recommendations of the enabling the noise notification and turned on the feature for notifications. An annual preventative maintenance was performed. A field service checklist was performed. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
H4: additional: in initial report, the manufacturer year was only provided, however the full date is 01/18/2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Manufacturer year 2016 a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring an incision enlargement and a vitrectomy procedure when using the whitestar signature pro console. A description of the event indicated during the procedure; when the surgeon pressed the foot pedal, the continuous irrigation had stopped. Since the irrigation feature would not work when the foot pedal was pressed, the user resorted by using the button on the monitor screen to enable the irrigation feature. When the irrigation feature was turned on, it came at a high pressure causing the capsule to tear. The procedure was completed.